Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent unrelated surgery. After which, the scs ipg was unable to communicate with the external devices. The manufacturer representative to troubleshoot and access the device is pending.

Event description:
Additional information received identified that troubleshooting was attempted to no avail. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information revealed that patient had ipg explanted and replaced. Postoperatively, effective therapy has been restored.